Manufacturer narrative:
On (B)(6)2020, the product investigation was completed. It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, during use of biosense webster, inc. Products, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ultrasound. The medical intervention provided was a pericardiocentesis and 200ml of fluid were removed. It is unknown whether the patient required extended hospitalization because of the adverse event, but the patient fully recovered. The physician had no comment on the cause of the effusion. Device evaluation details: the device was visually inspected, and it was found in good normal conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. A manufacturing record evaluation was performed for the finished device (B)(4)number, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The catheter pass specification, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, during use of biosense webster, inc. Products, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ultrasound. The medical intervention provided was a pericardiocentesis and 200ml of fluid were removed. It is unknown whether the patient required extended hospitalization because of the adverse event, but the patient fully recovered. The physician had no comment on the cause of the effusion. Transseptal puncture was performed. However, no product details were provided for the needle. There was no evidence of steam pop. The irrigated catheter flow was set to 15ml/min. There were no error messages observed on biosense webster equipment during the procedure. Vector, graph and visitag were used for force visualization. Visitag was used with surpoint settings and no additional filters. Tag index was used for tag color option.